Event description:
It was reported that pump malfunction occurred with software error indicated and customer noted no events before issue began. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information and no further details were available. Customer contacted support, was guided through pump reset, confirmed malfunction code did not recur, successfully started sensor session, and was advised to continue using pump and to call back if problem returned.